Event description:
Related manufacturer report number: 3006705815-2022-13605, 3006705815-2022-13606, and 1627487-2022-01989. It was reported the patient was experiencing ineffective therapy. Diagnostic testing revealed one of the leads had multiple contacts with high impedances and the other lead had migrated. X-ray diagnostic confirmed the lead migration and likely lead fracture causing the high impedances. It was found that both lead anchors had fractured also. It was noted that patient had multiple recent falls on ice. As result, the leads and anchors were explanted and replaced resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.